Event description:
It was reported that stent damage occurred. The target lesion was located in a saphenous vein graft in a mildly tortuous and moderately calcified artery. A 4.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt during advancement and the stent could not cross the lesion. When the device was removed, it was noted that the stent struts were sticking up on the proximal edge. The procedure was completed with a 2.5x20mm synergy xd stent. There were no patient complications nor injuries reported.